Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous vessel of the forearm. A 6.0 x 40, 75cm mustang balloon catheter was selected to treat the target lesion. An initial inflation was performed to 24 atmospheres, on the second inflation the balloon ruptured at 20 atmospheres. The balloon was successfully removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was listed as good.